Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model #: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm model #: sc-4316 lot#: 16240240 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient experienced burning sensation at the tailbone whenever the stimulation was on. The patient underwent an explant procedure. Device malfunction suspected and the patient was doing well postoperatively.